Manufacturer narrative:
Results: the lantern delivery microcatheter (lantern) was slightly bent approximately 130.0 cm from the proximal hub. Conclusion: evaluation of the returned device revealed a slight bend near the distal tip of the lantern delivery microcatheter (lantern). This damage may result from improper handling during preparation. A mandrel and demonstration coil were able to be advanced though the lantern without issue, with no resistance encountered when advancing through the slight bend. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure using a lantern delivery microcatheter (lantern), the physician experienced resistance while loading the guide wire into the lantern on the back table. It was reported that no kink was observed on the lantern, but the guide wire would not advance through the lantern. Therefore, the lantern was set aside and the procedure was completed using a non-penumbra microcatheter and a new guide wire.